Event description:
Healthcare professional reported "partial rupture", "prolonged seroma", "loss of shape and elasticity of the gland", "pain" and "capsular contracture baker grade iii" confirmed via MRI and ultrasound. This record is for the right side. The device was explanted and replaced with a non-abbvie product.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Visual evaluation: device photograph(s) for the device related to the reported event of capsular contracture, rupture, seroma-late and visibility/palpability requested on (B)(6) 2025. It is not possible to determine the lot number or catalog through the photos provided. ¿ capsular contracture: unable to observe as it is a medical event that is not related to the device. ¿ rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ seroma-late: unable to observe as it is a medical event that is not related to the device. ¿ visibility/palpability: unable to observe as it is a medical event that is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed. The events of "seroma and capsular contracture" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma, capsular contracture baker grade unknown, rupture.